Event description:
The clinic reported that a laser vision correction patient presented with wrinkles and flap displaced nasally in left eye one day post treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurry vision. Account reported that flap was lifted and placed back into position on (B)(6) 2015.

Manufacturer narrative:
(B)(6). Device manufacture date: 10/31/2007. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.